Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hiatal plasty, the doctor converted the procedure because of the trocar, they were changed three times and the co2 gas leaked through the valves. Each of the membranes was checked and none was broken or perforated. The procedure was extended by more than 30 minutes. The incision was extended by more than 1 inch.